Manufacturer narrative:
.

Event description:
The issue was reported to philips because of an equipment disabled message regarding a general system test failure. There was no report of patient involvement.